Event description:
It was reported that the catheters did not have any lubrication on them and so the patient had difficulty in inserting. Stated that it was very painful. It was also stated that the patient used water as instructed, but that did not help. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be poor coating/out of coating specifications/change in coating solution causing patient feel pain/discomfort. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿interglide coated intermittent catheter sterilized using irradiation, single use, do not resterlize, federal (USA) law restricts this device to sale by or on the order of a physician. Do not use if package is damage contains or presence of phthalates.¿ correction: h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters did not have any lubrication on them and so the patient had difficulty in inserting. Stated that it was very painful. Also the patient used water as instructed, but that did not help. No medical intervention was reported.